Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a fusiform thoracic aortic aneurysm that is 6.1 cm in diameter approximately two months ago. The access vessels were moderately tortuous; the aorta is moderately tortuous with mild calcification. It was reported that a recent CT demonstrated that there was an unknown endoleak present. Further intervention will not be performed right now; the patient will return for regular follow up appointments. No clinical sequelae were reported, and the patient is fine. (MFR report# 2953200-2011-01641, 2953200-2011-01642).

Manufacturer narrative:
(B)(4). Evaluation, results: endoleak. Moderately tortuous vessels and aorta. Evaluation, conclusions: moderately tortuous vessels and aorta. An internal review of returned films confirmed an endoleak, near the mid-length of the stent graft system. The type and cause of the endoleak could not be determined.